Manufacturer narrative:
The device in question has been returned to olympus for evaluation; however, analysis of the device is not yet available and the cause of the reported event cannot be determined at this time. A supplemental report will be filed when the product investigation has been completed. The instruction manual of the device states: "warning" all fluid must be evacuated from the balloon prior to withdrawal. In order to ensure complete evacuation, wait 30 seconds after applying a vacuum before attempting to remove the balloon through the endoscope. Precaution: do not attempt to pull the balloon into the endoscope working channel until it has been fully deflated. If possible, reduce any deflection of the endoscope tip prior to withdrawing the balloon. Deflection of the endoscope will increase the difficulty of removing the balloon through the working channel".

Event description:
Device 1 of 7 balloon was used for an (egd) esophagogastroduodenoscopy procedure. When the balloon was deflated at the end of the case it could not be withdrawn back out of the scope. The scope with the balloon had to be removed from the patient and the balloon cut to remove it from the scope. No patient injury reported. No other procedure information is available as this balloon was collected with others over a period of a few months .